Event description:
It was reported that an unspecified secondary set experienced a simultaneous flow. The secondary set was connected to a non-baxter primary set. The primary set did not stop ¿dripping¿ and was observed to have ¿siphoned the secondary bags contents.¿ a sigma pump was being used with the sets. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.